Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited a diagnostics anomaly and did not trigger eri alert when device battery was low. The device was explanted and replaced on (B)(6) 2018. Patient tolerated the procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.